Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, the screwdriver showed signs of wear, and the distal tip is rounded functional testing was performed with the returned handles (311.01 & 310.950). For 311.01 the following was observed: the complaint condition was able to be replicated as the coupler would take the driver, however would not fully lock and therefore the driver could not be fully secured. For 310.950: the complaint condition was able to be replicated as the coupler would not take the driver fully. Additionally, functional testing of the coupling mechanism showed that the mechanism could not be released from the retracted position. In the advanced state the mechanism locks onto the mating screwdriver and in the retracted state the mechanism releases the mating screwdriver. Thus, in this retracted position, the device would not be expected to retain the mating screwdriver. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 314.451, lot: 8058780, manufacturing site: hägendorf, release to warehouse date: 06. Sep. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: screws (part/lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal for a healed fracture. During the procedure, the surgeon tried to use one (1) handle with mini quick coupling and one (1) screwdriver handle with hex coupling to remove some t8 star head screws. The handles that were supposed to work on the screwdriver shaft would not engage. When the surgeon used the mechanism to insert the screwdriver shaft to remove the screw, the screwdriver shaft would just spin. With extended effort, the surgeon could not get the screwdriver shaft to function and remove the screws. The surgeon proceeded with closing the incision. The surgery was not successfully completed. There was a thirty (30) minute surgical delay. The patient status is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown); screwdriver shaft (part# 313.842, lot# unknown, quantity# 1). This report is for one (1) 2.4mm stardrive screwdriver shaft. This is report 3 of 3 for (B)(4).